Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their dentist has said that their aligners will not help with their situation. They have too much damage to use the product. Patient has provided a letter of recommendation from their oral surgeon. The doctor requests that the treatment be stopped, they have concerns in regarding the current treatment plan. The patient's dental history is complicated and needs to be redirected to an orthodontist for braces.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.